Event description:
Bd alaris primary tubing pump set lot# 25065460 ref# 2420-0007. Tubing was leaking chemo oxaliplatin onto patients' leg. Tubing was inspected and seem to be leaking from tubing right above injection port.